Manufacturer narrative:
H3, h6 codes b01, c19, d14: product investigation report: the primary reported device failure mode, related to an inability to insert the device through the sheath, could not be independently confirmed. The reported information indicates the physician suspected the viabahn device deployed within the sheath leading to the reported insertion complication, but the endoprosthesis was returned fully constrained. Evaluation observations from the returned device are consistent with a device interaction associated with the reported inability to insert the device through the sheath followed by the device withdrawal. Endoprosthesis compression exposing the distal shaft near the transition is consistent with removal of the device after the interaction that resulted in the inability to fully insert the device. Initiated deployment of the outer zipper is also consistent with removal and distal shifting of the device while the deployment knob remained attached at the hub. The hub was removed from the device as returned and the distal shaft is bent where it is exposed, but there is no indication from the reported information that device deployment was attempted during the procedure. The 10 fr sheath reportedly used during the procedure is consistent with the device instructions for use. The cause for the reported inability to insert the device through the sheath could not be established with the available information. The surgeon's suspicion that the affected viabahn device had started to deploy in the introducer sheath, as reported in the previous manufacturer report number 2017233-2024-05650, could not be confirmed during the investigation. There is no indication from the reported information that device deployment was attempted during the procedure. The evaluation of the returned device revealed that the endoprosthesis was returned fully constrained. Furthermore, no patient harm has been reported. The incident may not directly or indirectly lead nor might have led nor might lead to death, temporary or permanent serious deterioration of a patient's state of health, if it was to recur. Therefore, the reported complaint no longer meets the definition of a reportable incident and is therefore, reported as a non-reportable incident.

Event description:
The following information was reported to gore: on (B)(6) 2024, a patient underwent an endovascular procedure, where a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) was intended to be implanted for the treatment of popliteal arterial aneurysm. The surgeon used a 10 fr introducer sheath (cook) with a stiff guidewire (terumo). The popliteal artery was accessed through antegrade puncture. The surgeon inserted the viabahn device into the sheath and the surgeon felt that the viabahn device could not be advanced any further and implantation of the device was not possible. The surgeon removed the viabahn device and another viabahn device was successfully used instead. There were no consequences for the patient. The surgeon suspected that the first viabahn device began to deploy in the sheath and that was the reason why it got stuck.

Manufacturer narrative:
H6 codes b14, c19: a review of the manufacturing records indicated the device met pre-release specifications. H3 other; h6 codes b01, c21: the medical device returned to gore and is currently being evaluated.

Event description:
The following information was reported to gore: on (B)(6) 2024, a patient underwent an endovascular procedure, where a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) was intended to be implanted for the treatment of popliteal arterial aneurysm. The surgeon used a 10 fr introducer sheath (cook) with a stiff guidewire (terumo). No crossover technique. The surgeon inserted the viabahn device into the sheath and the surgeon felt that the viabahn device could not be advanced any further and implantation of the device was not possible. The surgeon removed the viabahn device and another viabahn device was successfully used instead. There were no consequences for the patient. The surgeon suspected that the first viabahn device began to deploy in the sheath and that was the reason why it got stuck.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflects the case number. A2, a3, a4: age, gender and patient weight were requested, but not provided yet. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c21: the investigation is ongoing. Preliminary results are not yet available. A product history review will be conducted. H3 other; h6 codes b22, c21: the medical device is arranged for return to gore for further product evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.